Event description:
It was reported that the monitor had no image and no information when it was turned on; however, there was power coming from the monitor. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.